Event description:
It was reported that the patient experienced a loss of therapeutic effect over the past weekend. It was noted that she started to have trouble after "shopping at the mall." It was determined that the implantable neurostimulator (ins) was off. The ins was turned back on and the patient was able to feel the stimulation. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3889-28, lot# v249003, implanted: (B)(6) 2009, explanted: na. Programmer model 3037, serial# (B)(4). (B)(4).